Event description:
Customer reported that transport team was preparing to transfer a pt to another facility. During the set up of the infant star 100 they were planning to use, the device failed to deliver any imv breaths for approx 4 minutes, although it delivered the set peep. The pt was bagged during this period of time. When the device began delivering breaths as set the device was placed on the pt and the pt was transported as required. There were not reported adverse effects to the pt as a result of the alleged malfunction.